Event description:
It was reported that "when iabc catheter was connected to iabp machine , machine showed the error message of helium gas leak, all the tubing connection was checked, no loose connection was detected. Operating consultant decided to replace the catheter with new one and new catheter worked well in same patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.